Event description:
It was reported that the patient had a surgical procedure to remove the inflatable penile prosthesis(ipp) pump and reservoir after an infection was discovered six weeks after a procedure that the patient had for a double kidney transplant. A revision surgery will be scheduled in six weeks and the patient was also given immunosuppressants. No patient complications were reported.

Manufacturer narrative:
The following fields have been updated: b5 event description investigation summary: based on the information available, the cause that contributed to the reported infection cannot be established as the product is not available for analysis. Device history record (DHR) : a DHR and ship history review cannot be performed as the lot number were not available. Device technical analysis : the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use(IFU) document and infection is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to remove the inflatable penile prosthesis(ipp) pump and reservoir after an infection was discovered six weeks after a procedure that the patient had for a double kidney transplant. A revision surgery was performed on (B)(6) 2021 after the patient was treated with immunosuppressants to reimplant an ipp. No patient complications were reported.